Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 70% stenosed and heavily calcified lesion in the left anterior descending artery. An additional radiopaque marker distal to the original gold marker of a ht bmw universal ii guide wire was noticed during the procedure. The guide wire was removed from the patient anatomy for examination and it was also noted that the coils were loose at 2.5 cm from the distal tip. The procedure was successfully completed with a non-abbott guide wire. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections and fluoroscopy analysis were performed on the returned device. The reported stretched coils were confirmed although the reported marker issue was not confirmed. The stretching of the coils from the center solder created an appearance of an additional marker. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.